Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR#2134265-2013-01015. In (B)(6) 2012, the patient was referred for cardiac catheterization. The first 70% stenosed, 20 x 3.0mm target lesion was a de novo lesion located in the mid right coronary artery (rca). The first target lesion was treated with direct stent placement using 2.50 x 28 mm promus element plus stent. Following the placement of the stent and post dilating with a 3.0 x 20 mm quantum apex balloon, a grade a dissection was noted. The dissection was treated with placement of a 3.00 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The second, 60% stenosed, 18 x 3.0 mm target lesion was a de novo lesion located in the distal rca. The second target lesion was treated with direct stent placement using 2.50 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day.